Event description:
An optometrist reported that a pt who had undergone lasik complained of dry eyes that is affecting the vision. This report concerns the pt's right eye. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).